Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise and p-wave variation. The lead was reprogrammed. The patient was fine.